Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the fractured conductor location is undetermined due to the condition the lead was returned. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and not replaced. No further patient complications have been reported as a result of this event.